Event description:
It was reported that during a scheduled functional endoscopic sinus surgery (fess) the blade that the surgeon was using unraveled. There were no reported fragments or patient injury. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). Evaluation summary-this part was returned with the head pulled out form the outer diameter with the spiral wrap uncoiled. This sample has broken due to spiral wrap failure induced by the inner bur spiral wrap being simultaneously undergoing a tensile force pulling the bur head and rotational force. The extension of the spiral wrap has necked the inner wrap down in the bend area, which caused the induced pull and rotational force to exceed the yield force of the spiral wrap and the eventual ductile failure of the wrap which then extruded from the end of the device. There were no manufacturing defects in this product. The failure surface shows regular beach-head markings which are indicative of rotational loading beyond the yield strength of the material, leading to a ductile failure. Conclusions codes: entered to facilitate emdr submission. . Results codes:entered to facilitate emdr submission. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition". The information reasonably suggests that the device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. With no reported injury this event is being filed as a product problem. Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and magnum microdebrider handpieces. Blade and bur accessories are available for resection of soft tissue and bone for surgical procedures. Use of accessories depends on the intended application and patient needs. Sharp-cutting powered accessories induce bleeding and removal of significant tissue and bone. Excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during used, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Bur fragments that are not removed may cause tissue damage to the patient.